Event description:
The reporter stated that the surgeon inserted a aa4204vl single piece silicone lens and the lens tore. The lens was removed without enlarging the incision and another lens was inserted. No pt injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one lens haptic is torn off, and there is a tear in the remaining part of the haptic. Part of the other lens haptic is torn off along with some of the lens optic and are missing and the remaining part of the lens optic is torn. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.